Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient had a left knee revision surgery. Update 5/16/2016: removal of prosthesis of left knee due to infection. Everything was removed.

Manufacturer narrative:
The following devices were also listed in this report: gmrs small femoral bushing; cat# 6495-2-105; lot# ldm443. Mrhk tib ins 10mm xs/s s1/s2; cat# 6481-3-210; lot# ldf965. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 077374. Gmrs small femoral bushing; cat# 6495-2-105; lot# lek685. Gmrs small axle; cat# 6495-2-115; lot# ctd5845. Mrhk tibial sleeve; cat# 6481-2-140; lot# lef699. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# ldx551. Ti dur reg fluted stem10x155mm; cat# 6478-6-680; lot# t2458. Mrh tibial b/plt keel sml 1; cat# 6481-3-110; lot# ekhea. Offset adapter 6mm; cat# 6478-6-495; lot# lbiat. Mrs fem stem w/o body 11x203mm; cat# 6485-3-611; lot# 117189e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a gmrs distal femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as items were not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby the reported devices were explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as further patient details, medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a left knee revision surgery. Update 5/16/2016: removal of prosthesis of left knee due to infection. Everything was removed.